Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged blank display found on (B)(6) 2021. The insulin pump powered up properly after battery installation. The insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. The insulin pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (vlith) and loaded voltage (loaded vlith) were within spec range. No alarms were found in the history files or traces for the event date. The insulin pump was cut open to perform visual inspection and found slight corrosion on the electronic assembly and vibrator assembly. Corrosion was also found on the battery tube assembly. No corrosion or moisture damage found on the force sensor and motor assembly noted. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection and a scratched case. A cracked retainer was confirmed. Blank display not confirmed. During visual inspection, found slight corrosion on the electronic assembly and vibrator assembly. Corrosion was also found on the battery tube assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump did not power on even though battery was inserted. No harm requiring medical intervention was reported. The device will be returned for analysis.